Event description:
Resident was found on floor 9/23/92 @ 7:45 p.m. In the main lounge lying on his left side. Prior to incident he had been sitting in a straight back geri-chair with the table in place across his lap. Resident denied pain and was able to perform rom with all extremities during examination by nursing supervisor. Resident was assisted to a standing position at which time he was able to bear weight on his left leg. The leg was not externally or internally rotated. He complained of pain in the left upper thight. The physician was notified and the resident was sent to the hospital for evaluation. He was diagnosed as having a fractured left femur headinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: misapplication of device. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.